Manufacturer narrative:
This follow-up report is being filed to correct and relay additional information, which was unknown at the time of the initial medwatch.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. Product requested, not yet received.

Event description:
It was reported that during a tibial nail procedure, a reamer head came into contact with bone at the fracture site. Upon removal of the reamer from the tibial canal, it was confirmed that a small part of the modular reamer head sheared off. The fragment was retained by the patient.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. Examination of returned device found no evidence of product non-conformance. Review of the device confirmed the reported condition. The reamer had scratches and wear marks along most of the worn cutting edges which suggested heavy use and bending/torsional overload. The reamer head showed a small piece had fractured off. However, a conclusive root cause of the event could not be determined.